Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, while aspirating, there was a leak in the hemostatic valve of the polar sheath steerable sheath. The sheath was replaced and the procedure was completed without any patient complications. The device is expected to be returned for analysis.